Manufacturer narrative:
It was reported that in or 8, the d650 screws broke off, and the light is hanging from the wiring. A stryker field service technician (sfst) was dispatched for investigation. Upon arrival, the sfst found that the surgical light had already been removed by the hospital biomedical technician. Upon further inspection, the sfst determined that the root cause of the separation was caused by a loosening of the cardanic arm hardware, which is used to secure the arm to the surgical light. The sfst then reassembled the cardanic arm to the light using the appropriate hardware and performed a functional test. The light was found to be working properly and was returned back to service. Based on the physical evidence and installation history, the root cause of the cardanic arm separation would be loosening of the cardanic arm hardware due to improper maintenance by hospital personnel, as outlined in the chromophore d650 plus service manual, part #56791, revision e. As was reported, this issue was discovered during room cleaning, and there was no injury or adverse event.

Event description:
It was reported that in or 8, the d650 screws broke off, and the light is hanging from the wiring. There was no patient involvement, or adverse consequences reported.